Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr), enlarged atrium and vessel tortuosity for a mitraclip procedure. During the procedure, a loop was identified in the guidewire during advancement of the steerable guide catheter (sgc) at the groin access site. Resistance was encountered, prompting retraction of the sgc to straighten the guidewire. The procedure was then continued with deployment of the clip. Following clip deployment, hypotension was observed. The sgc was removed while maintaining a wire within the vena cava to assess for vascular rupture. Fluoroscopic imaging with contrast demonstrated a perforation of the inferior vena cava in the lower abdominal region. Emergent surgical intervention was performed to close the perforation. The patient was stable post-procedure, and the mr was reduced to grade 1. There was no clinically significant delay reported.